Manufacturer narrative:
.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2015, noise oversensing was observed in stored episodes in the device memories. The isometric test was performed and pressure was applied on pocket area; however, noise was not reproduced and measured values were normal. Lead impedance measurement curve stored in device memory showed that the lead impedance was increased up to 3000ohms for 3 times. The sensitivity was reprogrammed from 2.5mv to 3.0mv. The next follow-up will be performed at the beginning of may.